Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MFR: 2134265-2017-08135. It was reported that a thrombus occurred. A left atrial appendage (laa) closure procedure was being performed. A 21 mm watchman ® laa closure device and delivery system was inserted into the watchman ® access system and upon deployment on transesophageal echocardiogram (tee) they noticed a thrombus at the 5th of the sheath. The patient act was noted to be 229. They aspirated the thrombus back into the sheath and it was successfully removed. The closure device was then successfully deployed and met all criteria and was released. The patient was discharged the following day. There were no patient complications and the patients status is stable.